Event description:
Allegedly the patient wanted to put on her left sock, during this movement, the right side of the hip broke. Normal activity level.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will updated when the investigation is complete. This event occurred in (B)(4).

Manufacturer narrative:
Conclusion: no conclusion can be drawn. The complaint and package insert were reviewed. Photographic images were also made. (B)(4).